Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's mother reported that the patient had skin irritation issues. Patient was taken to the doctors. The primary care prescribed a hydrocortisone cream.